Manufacturer narrative:
B5: information added. H6 impact code added: imaging required. H6 evaluation method code updated from device not returned to device discarded.

Event description:
It was reported device damage and bleeding occurred. A concomitant procedure was being performed, with the pulsed field ablation (pfa) being performed first using a faradrive sheath, following with the left atrial appendage (laa) closure procedure. Transesophageal echocardiogram (tee) and fluoroscopy imaging was used intraprocedural. After the pfa was concluded, the faradrive sheath was exchanged for the watchman trusteer access system (was). Resistance was noted in the femoral vein following insertion of the was in the groin. Fluoroscopy imaging revealed the was sheath and dilator were curled in the vein due to the resistance. The physician noted the tortuosity of the anatomy contributed to the was kinking. An 18 fr introducer sheath was then used to bypass the tortuous portion of the vein, and the was was advanced. Contrast was used to check for vein perforation using fluoroscopy imaging and no perforation was ever discovered. Hypotension was noted, and a blood transfusion was given in response. The procedure was concluded. It was further reported the patient was discharged the following day post index procedure. During the resistance noted when attempting to advance the was, a non-boston scientific guidewire was up in the superior vena cava (svc) at the time. A computed tomography (CT) scan was performed to check for dissection, and no dissection was identified. The blood transfusion was only given as a precaution as bleeding was suspected by the physician, but there was no dissection, perforation, or pseudoaneurysm discovered.

Event description:
It was reported device damage and bleeding occurred. A concomitant procedure was being performed, with the pulsed field ablation (pfa) being performed first using a faradrive sheath, following with the left atrial appendage (laa) closure procedure. Transesophageal echocardiogram (tee) and fluoroscopy imaging was used intraprocedural. After the pfa was concluded, the faradrive sheath was exchanged for the watchman trusteer access system (was). Resistance was noted in the femoral vein following insertion of the was in the groin. Fluoroscopy imaging revealed the was sheath and dilator were curled in the vein due to the resistance. The physician noted the tortuosity of the anatomy contributed to the was kinking. An 18 fr introducer sheath was then used to bypass the tortuous portion of the vein, and the was advanced. Contrast was used to check for vein perforation using fluoroscopy imaging and no perforation was ever discovered. Hypotension was noted, and a blood transfusion was given in response. The procedure was concluded.